Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an indentation in the extension leg was confirmed, but the root cause could not be determined from the photograph. One photograph was provided for investigation. The photo showed the extension legs of a 24cm dialysis catheter. No blood was visible in the extension legs and a yellow connector was attached to the blue luer adaptor. The red luer adaptor was being held. The clamps were open. Both the venous and arterial extension legs appeared indented near their midpoints. Due to the evidence of use, it is possible that the extension legs became compressed with repeated clamping at the same location. A lot history review (lhr) of rebv2711 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the rubber material used by hemostar cvc on the two ports outside the patient's body allegedly has memory from the clamps, meaning when the clamps were applied between dialysis, usually two days between, the rubber materials keep the memory of the clamp, do not go back to its original round shape when unclamped , it remains collapsed, flat and narrow. This apparently causes reduction and restriction in blood flow through the ports of the cvc, in turn causes reduction in pump speed used in dialysis, resulting in reduction in clearance in the dialysis treatment of the patient. User believes that the rubber /plastic used to make the two ports should not keep the memory of the clamps.